Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter read inaccurately high. The patient tests his blood glucose more than 4 times a day. He manages his diabetes with 28 units of lantus twice a day. He also takes novolog insulin based on his meter readings. The patient indicated that the alleged meter issue started the month prior, at around 5:00 pm. He claimed that within a period of six days, he suffered nine "serious lows" while using test strips from a new batch of test strips. He alleged that the issue occurred while using 2 vials of test strips. The patient reported meter readings of "415, 101, and 257 mg/dl", but it is not known what dates/times the results were obtained. On two occasions during the time of concern, the patient claimed that he had passed out because of the meter issue. In one case, he also claimed to have developed symptoms of a rapid heart rate and sweating. On original date, the patient alleged that paramedics were contacted because he had passed out. The patient was treated with an IV to raise his blood but he was unable to remember any results obtained. He was not hospitalized. The patient was unable to provide specific meter readings obtained before, during, and after developing the reported symptoms. The patient was not using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers, but was not cleaning the puncture sites correctly. He did not have control solution to a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he passed out twice and received IV treatment from paramedics after the meter started to read inaccurately high.